Event description:
The reporter contacted animas on (B)(6) 2013 alleging the screen light was not as vibrant as before. No further information was available. Animas customer technical support made several attempts to contact the reporter to review the pump, but the reporter did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.